Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the left anterior descending (lad) artery. The 2.75x48mm rx xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent deployed at 12 atmospheres (atm). The balloon was expanded at the proximal end of the stent at 12 atm however the balloon could not be deflated. Resistance was met during retraction with the 6fr guiding catheter and the sds could not be pulled inside. The sds, guiding catheter, and guide wire were removed as a unit. Outside the patient the physician punctured the balloon with a needle. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported failure to deflate and difficult to remove could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the cause of the reported failure to deflate could not be determined. However, it is likely that this issue contributed to the reported resistance encountered during removal. Additionally, analysis revealed the guide wire exit notch, as well as the inner and outer member were stretch, likely a result of manipulation during the reported difficulty to remove. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device